Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-06793. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000079960.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances falling a recent fall. As a result, surgical intervention may be pending to address the issue.